Manufacturer narrative:
Per the tandem user guide: ¿avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent malfunction alarms occurred after exposed to humidity. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 160 - 256 mg/dl.